Event description:
Patient was positioned in head pins / mayfield frame. Neuromonitoring began to stimulate patient with motor evoked potentials(meps). Patient's head began to have a "jerking" motion. Head came out of head pins. There is a 1" scratch at one pin site, and a 1/2" laceration at another pin site- closed with 2 skin staples. Mayfield head frame replaced / new one applied.